Event description:
During a coronary stenting procedure, the product would not cross the target lesion. Additionally, upon inspection of the returned product, a narrowing within the transitional seal of the balloon was noted. This caused slow deflation of the balloon during functional testing. The target vessel was the lad. The lesion was calcified. The target lesion was pre-dilated. The cypher select sds was advanced to the lesion; however, it would not cross the lesion site. The device did not kink and no other difficulty was noted during the procedure. There were no reported pt injuries. Upon inspection of the returned product, a "notch" was noted at the transition seal and the product was analyzed for this secondary failure. The analysis revealed a narrowing of the transitional seal of the balloon. Upon functional testing, the balloon was slow to deflate.

Manufacturer narrative:
In summary, during attempts to treat a lesion in the left anterior descending artery of an unidentified pt, the cypher failed to cross. The device was removed without injury to the pt and another product was used to complete the procedure. No additional problems were noted. However, inspection of the returned product revealed a deflation difficulty due to a notch at the transitional seal section. During functional testing, the balloon was inflated without any difficulty. However, when the negative pressure was applied to the balloon, it did not start deflating immediately as should be, but several seconds later. During microscopic analysis, it could be noticed that water did not flow normally at the transition seal section (where the notch was located) when deflation test was performed. The stent delivery system (sds) was cross-sectioned at the transition seal section and it was confirmed that inflation lumen was partly blocked because of the notch in this section. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. In conclusion, the root cause of the notch in the sds has been determined to be related to the manufacturing process and to have occurred in the transition seal operation. An investigation has been opened to address this issue. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence and is most commonly related to the pt anatomy, operator technique and/or device selection. Pleast note: cypher select is not manufactured or distributed in the us; however, it is similar to us cypher product.